Event description:
Oxygen saturation readings were 100%. Pt weaned off oxygen. Oxygen saturation remained 100%. Arterial blood gases were drawn. Partial pressure of oxygen valves were 49.8 and measured arterial oxygen percent saturation was 88%. The probe was changed to another probe with a saturation of 88%. Pt placed back on 40% oxygen.